Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted for gastrointestinal/pelvic floor. It was reported that the patient had turned their implant off because it wasn¿t functioning properly. The patient stated they had also lost their controller. The patient stated at a later date they were at somoene¿s house that ¿nuked something¿, after which they started feeling twinges that kept increasing intensity until it was torture. The patient met with a rep that had heard of it going crazy before and was then able to shut it off. The patient stated the implant was replaced due to the issue. The caller was disconnected and unable to provide further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the first implant was done in 2005 and, at first, it was wonderful. Then it seemed to lose power or the lead was no longer in the place it was post-operatively. They turned the unit off and resumed their medication as before. They started experiencing the twinges in 2010 when they were at a friend's house and they microwaved something. They began to feel twinges and increased the intensity until it became unbearable. They misplaced their unit and could not have turned it on and noted it was becoming more uncomfortable every moment and they needed someone to help them. A manufacturer representative (rep) came to their house and was able to turn it off. Shortly after, they requested the hcp to remove the unit. They didn't know the cause and didn't know what the hcp did with the unit.